Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-dec-11. The patient noted having their leads redone 4 weeks ago because the leads became unattached and ¿coiled¿. No further complications were reported/are anticipated.

Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jan-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 10-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep said she was at lead revision last night due to lead migrating down 2 vertebral bodies. Patient reported pain at the spine site 2 weeks after implant. Health care professional (hcp) removed anchor and moved the lead 2 vertebral bodies up and anchored with lead kit. Rep said revision resolved the lead issue. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(4) 2018 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(4) 2018 explanted: product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer (B)(4) 2018. It was reported that a lead revision was done (B)(4) 2018 and a new one was put in. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead. The patient's information was corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. The patient's weight was updated and the patient's information was corrected. No further complications reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.